Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred due to faulty boards. The back of the unit was opened, and both the pyxis bus board printed circuit board (pcb) and the drawer controller board pcb were replaced. After replacement, the drawer was configured. A final test was performed using the hardware test application (hta), and it passed successfully. The user confirmed that inventory for the drawer was completed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.